Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 543mg/dl. The customer experienced stomach ache, tired, and had ketones in the urine. It was mentioned that the customer could not keep food down and was vomiting. The mother stated that the customer was told to come back on the device, but her blood glucose started going up. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard settings were correct. Reviewed the alarm history and found multiple no delivery alarms. Assisted the mother to run a manual prime and the insulin did exit. Performed the high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.